Manufacturer narrative:
The device has not been returned to olympus. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. Olympus will continue to monitor the field performance of this device.

Event description:
A field service engineer (fse) reported to olympus that during a site visit to replace a kv-5 suction unit, the customer expressed that there has been miscommunication regarding the usage of the tubing (maj-103 tubing). The customer requested further information as they were under the impression that the usage of the tubing was for multiple uses. The fse advised the tubing connecting the endoscope to the suction liner is single use and should be changed after every patient. No patient injury or adverse event has been reported to olympus and follow-up for additional information is in progress. This medwatch is being submitted based on the cross-contamination risk of the single use tubing being used on multiple patients.

Manufacturer narrative:
Correction: e2 and e3 were inadvertently omitted from the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause of the event was unable to be identified. As per the event description the tube set has not failed. It has been used incorrectly by the end user. Olympus will continue to monitor field performance for this device.